Event description:
The customer reported via phone call that he had air bubbles in the reservoir. Customer's blood glucose was 204 mg/dl at the time of the incident. Customer did not treat for his blood glucose and stated that he had not been eating well. Customer then treated for the food. Customer tapped the reservoir and the air bubbles rose to the top. Customer reported that the insulin was not stored at room temperature. Customer stated that when he has a no delivery, he just takes it off. Customer stated that it always alarms no delivery when the reservoir is empty. Customer was advised to verify the accuracy of the programming with his health care professional. Customer reported that the bolus wizard was programmed inaccurately. Customer was advised to do a complete set change. Customer stated that he does not change out the lancets very often and sometimes he does not wash his hands. Customer will call back when is home to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.